Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the first transmitter only lasted until early (B)(6) due to an alert from the g5 mobile application. No additional patient or event information is available. Data was provided for evaluation. The reported loss of signal was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the first transmitter only lasted till early december due to an alert from the app. No additional patient or event information is available. Data was provided for evaluation. The reported loss of signal was confirmed via data. A root cause could not be determined.